Event description:
Add'l info rec'd from MFR 9/8/04: the revision surgery was performed on 2/24/2004.

Event description:
Pt with ceramic hip cup and headliners had extensive wear and required removal.